Event description:
Per the clinic, the patient underwent surgery on (B)(6) 2010, to excise an overgrowth of tissue around the implant site. The implanted device remains. There are plans to explant the device, but it is unknown if this has occurred as of the date of this report, (B)(4) 2012.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Device not available for analysis. This report is filed (B)(4) 2012.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2012. It is unknown if there are plans to reimplant as of the date of this report. This report is filed (B)(4) 2012.